Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient went to the clinic and reported having no access to sound with the concerned device. In situ testing showed fluctuating results with an increased amount over time of channels with high impedance or involved in short-circuits. Latest in situ testing showed all electrode channels with high impedance. An accident or trauma is not known.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to minute device mobility. A date for explantation has not been made available so far.

Event description:
The patient went to the clinic and reported having no access to sound with the concerned device. In-situ testing showed fluctuating results with an increased number of channels over time with high impedance or involved in short-circuits. An accident or trauma is not known.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient went to the clinic and reported having no access to sound with the concerned device. An accident or trauma is not known. The patient has been reimplanted.